Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient has adequate therapy.

Event description:
It was reported that the patient never experienced adequate coverage with the l4 lead. As such, surgical intervention took place on (B)(6) 2022 wherein the left l4 lead was disconnected from the ipg and left implanted. Additionally, a new lead was implanted at s1.